Event description:
It was reported that an arthroscopic treatment of a genesis ii device was performed due to iliotibial band syndrome. Combined open release and arthroscopic debridement was performed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the case report, the iliotibial band impingement by the overhanging tibial tray was the cause of the painful crepitus and not related to an implant failure. The patient reportedly experienced immediate and complete symptom resolution post release/debridement intervention with no recurrence of pain or crepitus at the 3 year follow-up. The patient impact was the reported pain, surgical intervention/hospitalization, and the expected brief post-operative rehabilitation period. No further medical assessment can be rendered at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.